Event description:
Technologist had to send out corrected report for 16 patients when incorrect results were obtained and the controls were out of specification. A field service representative was dispatched and found the stirrer mechanism was not working. The instrument was repaired and returned to service.